Event description:
The customer reported that there was no audio for alarms. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor had no audio. There was no adverse impact reported or indicated. A replacement speaker assembly was sent to the customer for installation to resolve the reported problem. No onsite service was requested or documented. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. There were no add'l service events for the single serial number that is known other than the testing for this issue. There was no other failures known to be the same failure mode. The trending data does not support that there is any mfg, design, labeling materials or supplier problem. No further investigation or action is warranted.